Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp on (B)(6) 2025, that overnight, the patient had bright red vomiting( emesis) requiring intubation and 3 units prbcs. Gi consult with plans for egd. Heart team relates bleeding to underlying cirrhosis with esophageal varicies. Egd completed yesterday with 2l blood and clots. Multiple blood products given. Ef 40-45% per cardio fellow; plans for explanting today or tomorrow. The patient off heparin due to bleeding, act 180s. Impella was removed successfully as bridge to post pci recovery, site is dry and intact, staff pleased with outcome.